Event description:
It was reported that the anesthesia workstation failed the system check out test. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the device and reproduced the reported failure. According to the information provided by the technician, the issue was solved by replacing air gas module. Evaluation of the received device logs confirmed the reported flow transducer test failure and the logs indicate that it failed due to flow from air gas module was out of range. The conclusion is that the replaced air gas module was faulty. No parts have been returned for the further analysis of the issue. The air gas module regulate the air gas flow and a fault in the air gas module may lead to inaccurate gas flow regulation. This will be detected during sco and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.